Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that she had an issue with charging because anytime she tried charging while sitting or standing, the recharging wouldn¿t work. The patient reported that the only time she is able to charge was when she was laying face down which caused her neck pain because she had to lay down for so long. The patient reported that when she was standing, the controller would stay on the searching for device screen and then told her to reposition the antenna and try again. The patient started a recharging session on the call both while standing and sitting and the patient was receiving the poor recharge quality screen each time, which the patient always saw. The patient then started a recharging session while lying face down and the patient was able to get excellent recharge quality right away. The patient reported that the first-time recharging, she was able to do it sitting, but event since then she has had this issue. The patient was redirected to their healthcare provider (hcp) to discuss placement of the implant. No further complications were reported. On (B)(6) 2020, ptltr (con): additional information was received from the patient. Reported that the circumstances that led to the issue is it feels like if the battery has moved sideways, other than that no other reason. The issue has not been resolved. Patient lays face down to charge and were going to see doctor soon. No further complications were reported.